Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly for leakage due to a hole in switch button one (sw1). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the light cover glass was cracked, the light cover glass adhesive was worn, the optical cover glass was worn, the distal end adhesive was lifting, the insertion tube bending section cover was lifting, the switch had a hole in the button, the suction connector had water ingress, the image alignment was out of alignment, the up/down angle was out of specification, the right/left angle was out of specification, the up/down angle had play evident, the right/left angle had play evident, the brake bending angle return was not to specification, water flow was not to specification, and the water removal was not to specification. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited blockage contamination in the air/water channel. There were no reports of patient involvement.